Event description:
The patient was enrolled in the study and underwent the benign prostatic hyperplasia (bph) study procedure. A urinary catheter was placed at the end of the procedure. An obstruction of the foley catheter was observed. The bladder scan, flush and the catheter irrigation was performed on the event onset day. The obstruction of foley catheter reported to have resolved one day post event onset. The catheter was removed four days post event onset. The study facility assessed event as probable related to the holmium laser enucleation of the prostate procedure.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length medium, pulse energy 2j, pulse frequency 50hz, total laser energy 100w and total laser on-time 1 hour:1 minute. The fiber was not cleaved or stripped for the procedure. The device performed as intended during the procedure. A urinary catheter was placed at the end of the procedure. An obstruction of the foley catheter was observed on the procedure day. The bladder scan, flush and the catheter irrigation was performed on the event onset day. The obstruction of foley catheter reported to have resolved one day post event onset. The catheter was removed four days post event onset. No patient harm occurred as a result of the obstruction. The patient was discharged and prescribed with ultram for pain prophylaxis and colace for constipation prophylaxis. The study facility assessed the event as likely related to the holmium laser enucleation of the prostate procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis cannot be performed. The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. A review of the device instruction for use (IFU) was completed. The review confirmed that obstruction is known risk associated with of this types of treatment and is noted as such in the device direction for use.